Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a liberte/veriflex stent delivery system with a shelf box and pouch. Visual and microscopic examination of the returned device revealed the balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were two stent struts lifted in the first distal row of stent struts. The distal tip was damaged. There were multiple hypotube kinks. An inflation device filled with water was connected to the hub. The device was inflated to rated burst pressure 18atm for five minutes. The device maintained pressure with no indication of any leaks or anomalies and the stent was successfully expanded. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2014. It was reported that during a coronary artery stenting treatment procedure, failure to cross the target lesion and failure to deploy the stent occurred. Vascular access was obtained via femoral artery. The concentric target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad) with total occlusion and was 16mm long with a reference vessel diameter of 3.5mm. The lesion involved a more than 90 degree bend. A 2.50x8mm liberte bare metal stent was advanced, but failed to cross the lesion. The stent struts were unable to expand when the physician tried to inflate the balloon. The device was removed. This procedure was completed with another same device. No patient complications were reported and the patient¿s condition was stable. However, the returned device revealed stent damage.